Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, a high out of range shock impedance measurement was noted on the device and right ventricular (rv) lead. Pocket manipulations and provocative maneuvers were performed and there was no oversensing or change in measurements. As a result, no changes were made to the system. No adverse patient effects were reported.